Event description:
A nurse reported that a leak was found on the tubing of a transfer set. The patient noticed the leak upon waking up. The patient had pulled the tubing of the transfer set to the outside of the clean flash device and snagged it on the tubing guide of the clean flash device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed a cut approximately 1 5/8" from sleeve in closed position. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.